Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of 05/31/2025. The correct g3 date is 06/02/2025. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. In that photo, healthcare professional was holding the needle, some black residue was observed at the needle. Based on the provided photo, the reported device contamination can be confirmed. Therefore, the investigation is confirmed for the reported device contamination as the provided photo shows an unknown residue at the needle. A definitive root cause for the reported device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using the magnum. Prior to the procedure, the device needle was black before opening the package. No coaxial needle was used. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure via normal density tissue using the magnum. Prior the procedure, the device needle was black before opening the package. No coaxial needle was used. The procedure was completed using another device. There was no patient contact.